Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 52 mg/dl, 440 mg/dl and 88 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.